Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed which observed an incorrect assembly; the tubing was assembled into the drip chamber with a twist. Functional tests including pressure test and clear passage test were performed and the results were not satisfactory; a leak was observed due to the incorrect assembly. Priming was performed and a leak was observed at the same area as the noted incorrect assembly. The reported condition was verified. The cause of the condition was due to either a misalignment between the components or additional friction in the insertion of the tubing into the drip chamber at the assembly step with an automatic machine during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked under the drip chamber. The issue was identified during setup/preparation prior to patient use. There was no patient involvement, no additional information is available.